Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: unit passed rewind, basic occlusion, occlusion, prime/a33,excessive no delivery alarm and displacement test. No motor error alarm. Motor passed motor test. Minor scratched lcd window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip.